Manufacturer narrative:
Analysis received the unit with a no delivery alarm after battery change due to broken solder joint at interface board. The unit had all currents are in specification. There was no blank display, low battery alarm or battery out limit alarm noted. The unit passed the displacement, basic occlusion, occlusion, prime, and excessive no delivery tests. There was no prime anomaly or error alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive and had high blood glucose levels. The customer's blood glucose was 199 mg/dl at the time of incident. The insulin pump will be returned for analysis.